Manufacturer narrative:
Concomitant medical products: 310c27 valve, implanted: (B)(6) 2014; dtba1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing during atrial tachycardia/ atrial fibrillation (at/af) resulting in false termination of episodes and inappropriate pacing. The lead remains in use. No patient complications have been reported as a result of this event.